Event description:
Patient's husband noted that when changing veletri cassette 2 days ago that the cassette had already run out and there were air bubbles in the line. This problem happened again last night and patient was experiencing increasing sob which gradually resolved once the cassette was changed and the infusion resumed. The patient's husband is pretty sure that it is the same pump causing the problem as the pump is switched every other day. He also noted that after changing the cassette, he attempted to withdraw any remaining contents in the old cassette but the cassette was empty. Confirmed patient's pump rate of 86ml/24hrs and reviewed mixing/priming technique. Patient's husband states that after priming the tubing, the reservoir volume reads 97ml, therefore cassette should not be running out prior to a 24 hour infusion time. Patient's husband is at work now and is unable to provide the sn of the pump but stated that he would call back later to provide this information. A replacement pump will be shipped today along with a return box for the malfunctioning pump.